Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the provided medical records by depuy cpd finds the complainant reported pain, loosening of the sleeve/stem, alval and metallosis. This was partially confirmed. Pain, loosening and possible alval was reported. Metallosis was not reported in the histology. From a cpd engineering perspective it is not possible to determine what specific implant related factors if any, lead to the need for revision. A search of the complaints databases found other reports against the provided femoral head and acetabular liner product/lot code combinations. Review of device history records for the 1081114 lot code found no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remainder of the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle mom revision due to pain, loosening of the sleeve/stem, alval and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the provided medical records by depuy cpd finds the complainant reported pain, loosening of the sleeve/stem, alval and metallosis. This was partially confirmed. Pain, loosening and possible alval was reported. Metallosis was not reported in the histology. From a cpd engineering perspective it is not possible to determine what specific implant related factors if any, lead to the need for revision. X-rays were received and reviewed. Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Correct component placement is critical for the longevity of the hip reconstruction and even more critical when alternative bearings are used in the reconstruction. A search of the complaints databases found other reports against the product/lot code combinations. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.